Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified artery. A 12mm x 2.50mm nc quantum apex balloon catheter was used to dilate the target lesion. During the first inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.